Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number s13j22017 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was returned to baxter and an evaluation was performed to investigate the reported event. A visual inspection was performed with no issues noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. The device was put through a simulated therapy with no issues noted. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during peritoneal dialysis therapy while the patient was connected. It was not specified when in the therapy this occurred. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.